Event description:
(B)(6) alleges her bed is too long and the mattress is too short and she states that her back is hurting. She alleges she had spine surgery last year and the mattress is really bothering her. She states she has a gel overlay on her bed also. (B)(6) states the gel overlay feels like it has a lump in it. (B)(6) states her back was already hurting and she thought a different mattress would make it feel better.